Manufacturer narrative:
Device analysis report attached. This report is submitted on january 09, 2024.

Manufacturer narrative:
This report is submitted on november 3, 2023.

Event description:
Per the clinic, the device was explanted on (B)(6) 2023 due to pain and non-auditory stimulation. It is unknown if there are plans to re-implant the patient as of the date of this report.